Event description:
During a coronary stent procedure, the physician experienced deflation difficulties. The balloon was ruptured for removal which caused damage to the proximal artery. Patient status is listed as "fine".